Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The universal surgical manipulator instrument was analyzed. The unit was tested on an in-house system and failed in normal mode as errors 22028,23003 and 23007 were triggered. The unit was also tested a pftp and passed lissajous, sensors check, sine cycle and brake tests but failed the carriage direction test on degrees of freedom (dof) 5. After further investigation, dof 5 gearbox was stuck and not moving causing the error which confirms the issue happening in the field with multiple errors 22028. Dof 5 and dof 9 stators were found with melted material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the right master controller and universal surgical manipulators (usm) 3 & 4 had errors. An intuitive surgical, inc. (Isi) technical support engineer reviewed the system logs and confirmed error 31010 on usm 3. There was no patient injury reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially did power on without errors. The procedure was completed. No usms were disabled/discontinued. The procedure was converted to open surgery because of patient anatomy issue which was the surgeon's decision and not due to dv malfunction issue. No patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the usm. The system was tested and verified as ready for use. Isi receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.